Manufacturer narrative:
We are unable to determine if the delay in receiving the replacement pdm could have contributed to the reported hospitalization for diabetic ketoacidosis. Note that the omnipod insulin management system cannot be used without the pdm. The omnipod's user guide (14421-aw rev d) page 109 - traveling and vacationing - take enough supplies: keeping your emergency kit with you during trips or vacations is especially important. It may be difficult or impossible to get insulin or supplies in an unfamiliar place. If traveling by air, be sure to pack your supplies in your carry-on luggage. When packing for travel, take more supplies than you think you'll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit (make sure any person you are traveling with knows how to give the injection).

Event description:
It was reported that while out of the country after a delay in receiving a replacement personal diabetes manager (pdm), the patient was hospitalized with diabetic ketoacidosis. Patient was treated with long lasting insulin.

Manufacturer narrative:
The personal diabetes manager (pdm) was found unable to be completely booted when two aaa batteries were inserted due to a complete white screen. An audible beep and vibration were present when two aaa batteries were inserted. The pdm was opened for further investigation and no damage or corrosion was found on the pcb (printed circuit board). The lcd (liquid crystal display) connector was inspected and no issues or damage was observed. The lcd screen was replaced with a known functioning one and the pdm was able to operate as expected.